Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Insulation damage was observed on the lead at 37.2cm and 38.8cm from the helix tip, characteristic of lead friction to the ICD can. The svc cables were exposed in both locations but no abrasion on the cables was found. An inside out abrasion was noted at 9.3cm to 9.8cm from the helix tip, exposing the rv cables, however the efte insulation was normal. Further analysis on the svc shock coil found inside out abrasion at 18.5cm to 20.2cm from the helix tip. The etfe insulation on the proximal cable was also abraded. This could cause the oversensing as reported in the field.

Event description:
It was reported that oversensing was observed on the egm, indicative of a damaged lead.